Manufacturer narrative:
Product event summary: photos, video, data files, and a 2af283 balloon catheter with lot number 02128 were returned and analyzed. The returned photo shows the cryotherapy screen and temperature dropped to -45 °c in 81 seconds. The returned video showed application 3 during ablation phase. The files confirmed multiple system notices #50022 "mechanical component error", #50012 ¿the refrigerant delivery path is obstructed¿ , 50024 ¿there is a problem with the refrigerant port¿ , 50002 ¿the system has detected an electrical component failure¿ and #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ on the date of the event. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for five applications on the reported event date. During functional testing, the cryoconsole terminated the application and triggered system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection.¿ during pressure testing and dissection of the balloon segment, no anomalies were identified. Both balloons and bonding were intact. During inspection and pressure testing of the shaft segment, a guide wire lumen breach was observed between injection coil and the tip attachment. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach at the tip attachment. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.